Manufacturer narrative:
Initial reporter: occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). The investigation could not identify a product problem.

Event description:
The consumer reported several false positive results with the covid-19 at-home test compared to a negative pcr test. The consumer performed daily tests on nearly 200 employees and alleged that multiple employees, on different days, performed a covid-19 at-home test and the result was positive. The test was repeated with a pcr test, performed within 24 hours, and the result was negative. It was alleged that the consumers were asymptomatic and did not receive any treatment.